Event description:
Pt had stent placed in left renal artery in 2004. In 2005, angiogram showed a 99% intrastent stenosis in left renal artery. Pt taken to cath lab to attempt to reopen stent using cutting balloon. During procedure, the balloon ruptured and became ensnared in the stent. Attempts to remove it failed, and the balloon detached from the shaft. The pt was taken emergently to the operating room for exploratory laparotomy and removal of foreign body. The pt also had an abdominal aortic aneurysm which was repaired during the abdominal procedure.